Event description:
It is alleged that at approximately 11:30 am as a pt was sitting in a chair for physical therapy, the pt turned gray and became hypotensive. According to the caregiver, blood was noted on the chair and the v.a.c. Dressing was not on the hip wound but found under the pt in the chair. It is unknown how the dressing was removed and if the v.a.c. Therapy unit was in use at the time of the alleged event. The pt was moved back to the bed, placed in trendelenburg position, resuscitated with fluids, but continued to bleed and remained hypotensive until she passed away later that evening (no time given). The cause of death was recorded as cardiopulmonary compromise due to hypotensive event due to acute blood loss.

Manufacturer narrative:
According to info provided to kci, a female pt underwent hip surgery and was subsequently placed on v.a.c. Therapy. According to the patient's physician the pt had debridement of the wound about a week prior to alleged event and had remained on v.a.c therapy for approximately three weeks without any complications. Kci records indicate that the pt was on the infov.a.c. Therapy system from 7/5/08 to 7/11/08. A request for the patient's medical records has been made but not received prior to this report. Based on available info, it cannot be determined if v.a.c. Therapy may have caused or contributed to the alleged event. The device was returned to kci quality engineering for eval. The device was tested and met specifications.